Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance in linking the blood glucose meter to the insulin pump. The customer mentioned having high blood glucose for the past three weeks. The customer stated that the blood glucose meter was reading 400mg/dl and she was feeling low. Then the customer stated that she was hospitalized for a week due to diabetes ketoacidosis. The customer stated that her blood glucose meter was reading over 600mg/dl, but when she went to the hospital she was in the 200s mg/dl range. Troubleshooting was performed. Verified the alarm history, daily totals, basal, time and date. The customer stated that she was not giving bolus through the device, but she gives manual injections. Ran a fixed prime test and the insulin exited. The customer did not have a tubing clamp available to perform the high pressure test. No further information was provided.